Manufacturer narrative:
Results and conclusions: the complaint could not be confirmed for "pain at the ipg site" by product testing alone. The ipg was functionally tested and passed all functional testing. No anomalous outputs were observed. No erroneous signals were observed from the non-programmed channels or the can. The reported complaint of discomfort at the ipg site is more likely due to pt anatomy. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg site is painful. The physician explanted and replaced the ipg, implanting it into a new pocket location. Two extensions were added due to the new location of the ipg and to provide strain relief. The pt's scs system is providing effective stimulation and the pt issue has resolved.